Event description:
It was reported that the lead impedance was high, interference/noise was occurring, and the sensing integrity counter was high. Detection and therapies were disabled for the lead. The lead remains in use. No patient complications were reported as a result of this event. It was later reported that the lead was explanted and replaced. It was reported that the lead impedance was high, interference/noise was occurring, and the sensing integrity counter was high. Detection and therapies were disabled for the lead. The lead remains in use. No patient complications were reported as a result of this event. Edit (B)(6) 2011: it was later reported that the lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was tissue on the helix and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead impedance was high, interference/noise was occurring, and the sensing integrity counter was high. Detection and therapies were disabled for the lead. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead impedance was high, interference/noise was occurring, and the sensing integrity counter was high. Detection and therapies were disabled for the lead. The lead remains in use. No patient complications were reported as a result of this event. It was later reported that the lead was explanted and replaced.